Event description:
It was reported that a prosa valve (part # fv709t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 20 years, height: 155 centimeters (cm), weight: 70 kilograms (kg), gender: male.

Manufacturer narrative:
Manufacturing and quality control data. The prosa® was manufactured by a qualified employee in (B)(6) 2017. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The prosa® has a normal pressure range of 0 to 40 cmh2o. The valve was inspected as article fv709t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: a deformation of the outer housing of the /prosa valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,101 mm the housing membrane is clearly outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the prosa® valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in vertical position. Internal inspection: after dismantling of the valve, deposits were found in prosa®. Results: based on our investigation, we confirm that the was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.